Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient¿s site bled upon sensor insertion. The patient applied pressure to the area with gauze. The patient stated it took approximately 25 minutes for the bleeding to stop, and at that time, the patient removed the sensor. At this point, the patient also ¿slightly fainted¿ (presumed to be a vasovagal response to the sight of blood). The patient recovered on her own, and the patient¿s parent had her sit up and ¿dab¿ the area that had bled. There was no documentation of the patient being given any medication or treatment related to the bleeding or fainting. The patient was ¿okay¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.